Manufacturer narrative:
The evaluation of the event is still ongoing. Should additional information be received, a supplemental report will be provided.

Event description:
The customer reported, that the power button on the olympus evis exera iii video system center was malfunctioning. According to the initial reporter, the button can be pushed in. But, will not pop back out. There was no patient harm reported, as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the power switch was not operating with the switch pressed in. However, the cause for the power switch not operating with the switch pressed in has not been confirmed. A root cause was not identified. Olympus will continue to monitor field performance for this device.